Manufacturer narrative:
(Other) - the centre spike was bent. The suspect device, radial jaw 3, was not returned for evaluation. A device analysis cannot be performed; therefore, the most probable root cause is undeterminable. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that during the radial jaw 3 procedure, forceps were passed through the scope where forceps were opened and closed and it was noticed that the centre spike was bent. The forceps were removed and the procedure was completed with another same type device. There were no complications reported for the patient.